Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2,h6 and h10. The legal manufacturer was unable to perform a review of the device history records for this device as no serial number was provided. However, the manufacturing and quality control review was performed for the last 24 months of production and there are no non-conformities or deviations regarding the described issue. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on similar reported events the probable cause of the damage of the insulation material of the sheath was caused by thermal mechanical overload, wear and tear, improper handling, mechanical impact like fall, shock or similar stress. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. As stated on the IFU (instruction for use) and as a preventive measure, the user manual warns that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
To date, no device has been returned for evaluation. Additionally, olympus followed up with the user facility to obtain additional information regarding the reported event including the lot number but with no results. However, the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
On may 13, 2021, olympus received medwatch report# (B)(4) that states, during a cysto/diredt vision internal urethrotome, it was observed that the black insulation collars of the restriction sheath broke off in the patient. It was retrieved.. No death, patient injury or adverse event was reported.